Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. Target lesion 1 was located in the left anterior descending (lad) artery. The reference vessel diameter was 3mm and the lesion length was 10mm. Pre-procedure was 80% and post-procedure was 0% stenosis. A 3.0x12mm liberte stent was implanted. Target lesion 2 was in located in the lad. The reference vessel diameter was 3mm and the lesion length was 30mm. Pre-procedure was 60% stenosis and post-procedure was 0% stenosis. A 3.0x32mm liberte stent was implanted. No attempt made for direct stenting. Due to a dissection an additional liberte stent was implanted. Target lesion 3 was in located in the circumflex (cx). The reference vessel diameter was 3mm and the lesion length was 10mm. Pre-procedure was 60% and post-procedure was 0% stenosis. A 3.0x12mm liberte stent was implanted. The procedure was a technical success. The patient was discharged 4 days later without angina complaints or silent ischemia. Discharge medications included asa 100mg daily/indefinitely, clopidogrel 75mg/daily for 12 months and heparin.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Device not returned for analysis.